Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed stored episodes of pacing inhibition caused by myopotential. No interventions or patient symptoms were reported. Further information was requested but not received.